Event description:
It was reported that post-operatively to a procedure for prolapse and hemorrhoids, the pt's hemorrhoids started swelling and coming out. A second procedure was done banding was used. There is no additional info available.